Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal right coronary artery (rca). A 3.00 mm x 32 mm promus premier drug-eluting stent (des) was successfully advanced to the lesion site and deployed. Following deployment, a flow-limiting type b dissection was identified at the proximal edge of the stent, in an area with lipid-rich plaque. An additional 3.50 mm x 12 mm promus premier stent was deployed to cover the affected segment. The procedure was completed and the patient remain stable and fully recovered.